Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open gastrectomy, the tissue pad peeled away out of the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. Dr. Commented that the device did not activate without clamping the target tissue. One device will be returning.

Manufacturer narrative:
(B)(4).